Manufacturer narrative:
The bactiseal peritoneal catheter (ID 823074) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a bactiseal peritoneal catheter (ID 823074). And a hakim valve were implanted on (B)(6) 2025. On (B)(6) 2025, the patient was found with abdominal swelling and there was cerebrospinal fluid (csf) leaking. Blood routine examination: white blood cells 12.17, increased / neutrophil 82.4% / c-reactive protein 33.29, increased. Infection was suspected, therefore, the catheter was removed and replaced on (B)(6) 2025. The physician could not confirm that the infection is 100% device related. Other than abdominal distention, the patient did not present with other signs and symptoms due to catheter failure. The valve remains in place and was not removed. The patient is stable. No available information from the customer if anything happened during the recent procedure that may have caused/contributed to infection or if the patient was treated for infection or if a culture was taken.